Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.", rather than "it was reported that patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. The ra lead was explanted and replaced. The patient was stable throughout." The d6b - date of explant should have been left unfilled as the lead was capped.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. The ra lead was explanted and replaced. The patient was stable throughout.